Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver clonidine and dilaudid (hydromorphone). It was reported that the patient's handset kept crashing. The patient was getting different error codes and the issue had gotten progressively worse and worse. The patient stated it would take about 10 minutes to be able to bolus. The patient confirmed the handset was lagging at 90% as well. Patient services reviewed. The patient had the myptm application open. Patient services had the patient close all applications on the handset and guided the patient through clearing the data. Patient services had the patient attempt to connect to the pump, however the patient saw service code 518 "application unusable with current pump state". Patient services reviewed and redirected the patient to the healthcare provider (hcp). The patient stated they would also get services code "5156" and other codes. The patient was redirected to the hcp to further address the issue. When asked for the event date, the patient stated it was working fine for the first several months, however, over many months, it was getting worse and worse. The patient stated that it was to the point where they could barely get the device to work now. The patient noted that they had the pump refilled about every 60 days. The patient had an appointment scheduled with the hcp in (B)(6).